Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that they had used 10 wicks. Only have 3 that have been working; has about 20 left in the new box. Will call once using the other 20 to get a full amount that is defective. Lot# jukq1095. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
Upon further review, it has been determined that this is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction- d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that they had used 10 wicks. Only have 3 that have been working; has about 20 left in the new box. Will call once using the other 20 to get a full amount that is defective. Lot# jukq1095. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.